Event description:
Patient presented to the physician with the ipg migrating within the pocket, causing pain. Physician brought the patient into the operating room, explanted the ipg and sense lead, and implanted a newer ipg model that does not require a sensing lead, sutured, and closed.